Event description:
An attempt was made to use an amphirion deep pta balloon catheter to treat a moderately calcified, non-tortuous lesion located in the sfa. The balloon was inflated to 7 atms with no issue reported; however, it was reported that after inflation deflation difficulties were encountered. Resistance was felt during attempted removal of the device from the body and, the physician felt that the device locked up on the wire and could not be removed. It was reported that the balloon burst during the procedure and the distal part of the device detached in vivo. The physician retrieved the detached material with a snare catheter. It was confirmed that no part of the device remained in the patient. It was reported that no health hazard was caused to the patient. Device analysis the device was returned in two parts: no kinks were detected on the shaft. The balloon was ruptured longitudinally. The inner marker band length was not complete. One marker band was not returned.

Manufacturer narrative:
(B)(4). Results: related to operational context (balloon most likely caught on calcified lesion and detached during withdrawal). Conclusion: operational context contributed to event (device detached most likely during withdrawal).